Event description:
The pt was wearing contact lenses on a 30-day continuous wear basis. The doctor reports the pt came in for an unscheduled visit due to redness o.d. Diagnosis of a peripheral corneal ulcer located 2mm from the limbus was made. There was no discharge associated with the ulcer, no anterior chamber cell, flare, or pain, however, the pt reported having some tearing. Due to the location the doctor presumed there was staph involement, however, no culture was done. The pt was characterized to have poor hygiene and to wear heavy make-up.